Event description:
The device was used during a thorascopy procedure. Reportedly, the staples fired half way and the knife transected to the end of the cartridge. Bleeding occurred. Another device was used to finish the procedure.